Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote home monitor was red due to high out of range jumps in pacing impedances with this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead. A successful transmission since been received. The patient was seen in the office for interrogation where they noted that the impedances were normally stable around 400 ohms, and that the spikes started a few months ago. They were unable to reproduce any noise in clinic, and there were no stored episodes with noise. Boston scientific technical services (ts) discussed turning respiratory trends off. No adverse patient effects were reported.

Event description:
It was reported that there were out-of-range pacing lead impedances, values greater than 3000 ohms, with the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system. It was noted that there was a spring contact issue. At recent interrogation in clinic, it was found that the rv threshold had increased to 5v, technical services (ts) analyzed presenting electrogram (egm) and observed respiratory rate trend (rrt) noise and oversensing on the atrial channel which resulted in stored atrial tachy response (atr) episodes. Ts provided troubleshooting including reprogramming and upgrading the device. Physician has elected to further monitor this device remotely without changes. The right atrial (ra) lead and rv lead are both non-boston scientific products. No adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were out-of-range pacing lead impedances, values greater than 3000 ohms, with the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system. It was noted that there was a spring contact issue. At recent interrogation in clinic, it was found that the rv threshold had increased to 5v, technical services (ts) analyzed presenting electrogram (egm) and observed respiratory rate trend (rrt) noise and oversensing on the atrial channel which resulted in stored atrial tachy response (atr) episodes. Ts provided troubleshooting including reprogramming and upgrading the device. Physician has elected to further monitor this device remotely without changes. The right atrial (ra) lead and rv lead are both non-boston scientific products. No adverse patient effects were reported. Currently, this ICD remains in service.